Event description:
Haemonetics received a complaint on (B)(6) 2013 for an orthopat device with the description "centrifuge speed error and blood spill." No patient or operator injury reported.

Manufacturer narrative:
The device was returned for evaluation and fluid ingress was found. There was a saline spill with corrosion found inside the device which damaged the power supply, driver board, centrifuge, top deck distribution board and the compressor. The device was cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).